Event description:
(B)(6), a cardiac np, called into emergency support program line to request support with intra-aortic balloon (iab) for assistance with a clotted inner lumen of a sensation plus during use. She stated the bedside rn had informed her that she was unable to flush the inner lumen via the transducer. (B)(6) was unable to aspirate blood from the 3-way stopcock connected to the inner lumen. She inquired about continued care of the inner lumen, was it okay to hook up pressure tubing at this time. Esp team advised her to cap and label the inner lumen as "clotted inner lumen, do not use" to prevent further use. The alleged issue was not related to a device malfunction, rather user error related to improper line maintenance. There was no patient harm or injury reported.

Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site name: (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields b4, g3, g6, h2, h6, type of investigation findings investigation conclusions h11. Corrected field d10, h6 component code. Nurse called for assistance with a clotted inner lumen of a sensation plus during use. Troubleshooting was performed with the np and determined that the catheter was working as intended. No patient harm or injury was noted. Troubleshooting identified the nature of the alleged issue and reviewed that the pump was functioning appropriately given the patients clinical picture. The alleged issue was not related to a device malfunction rather user error related to improper line maintenance.